Manufacturer narrative:
Findings: pump received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated there are scratches and nicks in the screen and on the back of the pump. Customer stated the damage occurred while mowing the lawn and vibrated out of placed and fell between two bolts got wedge. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.